Manufacturer narrative:
Four samples from the patient were submitted for investigation and the customer's high results were reproduced. The samples were tested with the acetaminophen gen 2 reagent. The results were negative and were comparable to the hplc result. Due to the difference between the two reagents, an interfering factor was suspected. The samples were then tested with the acetaminophen reagent with a 1:2 dilution and the results confirmed interference. As described in product labeling, other substances and/or factors may interfere with acetaminophen assay and cause unreliable results. A general reagent issue was not found.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high aceta acetaminophen results for multiple samples from one patient beginning on (B)(6) 2017. The samples were tested on two cobas 6000 c 501 module analyzers at the site and the results did not fit the clinical picture of the patient. On (B)(6) 2017: 122.5 ug/ml. On (B)(6) 2017: 115 ug/ml. The doctor had this sample sent out for repeat testing. The result from the reference laboratory using hplc was < 10 ug/ml. The customer did not know which result was correct. On (B)(6) 2017: 106.8 ug/ml. On (B)(6) 2017: 102.6 ug/ml. On (B)(6) 2017: 98.2 ug/ml. On (B)(6) 2017: 93.5 ug/ml. All of the results were reported outside of the laboratory. The patient was admitted to the hospital based on the high result from (B)(6) 2017 and was then treated each day from (B)(6) 2017 with acetyl cysteine for acetaminophen overdose. The patient was discharged on (B)(6) 2017 to a skilled nursing facility. The patient's current status was given as "well enough for discharge". The patient was not adversely affected by the treatment received. The serial number for one of the c501 analyzers was (B)(4). The serial number for the second c501 analyzer was requested but not provided. The customer stated the qc results have been acceptable and they have not had issues with other patient samples. The customer declined a service visit as they believe this is an issue with patient sample and the assay.

Manufacturer narrative:
Additional information was provided that the patient's diagnosis was dementia and the liver function was normal. The acetyl cysteine dosage information was provided. Refer to the attachment to the medwatch. A specific root cause could not be determined. All medications taken by the patient (bumetanide, donepezil, quetiapine, sertraline, and tamsulosin) were tested for possible interference, but did not show any interference with concentrations of 5x the daily dose (toxic concentration).